Event description:
It was reported that the stimulation turned off 8-9 times, when the patient used his cell phone. The patient and the manufacturer representative discussed turning off the magnetic reed switch. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).